Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and hysterectomy. Approximately two months post prophylactic placement of a vena cava filter, the patient presented for a retrieval procedure. A vena cavogram performed identified the filter to be in good position with minimal tilt and thrombus to be within the filter with a small amount extending above the filter. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately two months post filter deployment, the patient requested retrieval of the filter. Access was gained into the jugular vein under ultrasound guidance. A wire and catheter were passed down below the filter in the vena cava. The wire was removed and a venacavogram was performed demonstrating the filter to be in good position with minimal tilt. There was a flow defect within the and just proximal to the filter indicating the presence of thrombus. The procedure was concluded as the presence of thrombus in the ivc filter was a contraindication to removal. The anticoagulation for thrombus in the ivc filter with a small portion extending above the filter to be resumed. Therefore, the investigation is inconclusive for filter tilt and retrieval difficulties. Additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 05/2018)

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately, two months post deployment, the filter was attempted for removal. The right jugular vein was accessed, and a 5-french sheath was placed. Then a wire and catheter were passed down below the filter in the vena cava. The wire was then removed and a vena cavogram was performed. The study showed that the filter was in good position with minimal tilt but there was a flow defect in the filter and just proximal to the filter, indicated the presence of thrombus. The presence of thrombus in the inferior vena cava filter was a contraindication to removal and this then concluded the procedure as the removal attempt was unsuccessful. The findings mentioned as thrombus in and around inferior vena cava filter-contraindication to removal of inferior vena cava filter at this time. Based on the findings, it was discussed to resume anticoagulation due to thrombus in the inferior vena cava filter extended a small portion above the filter as well. However, the patient would likely be able to clear the thrombus in the inferior vena cava filter in order to resume anticoagulation. Due to thrombus around the filter was not mobile, it was felt unnecessary to place another filter above the renal veins and anticoagulation will minimize the risk of pulmonary embolism as this can be able to clear thrombus from the inferior vena cava filter which can certainly help to remove the filter in later date. Around, six months later, the progress notes mentioned that the patient had an inferior vena cava filter, and it was attempted to remove the patient¿s inferior vena cava filter but had thrombus in the filter. Around, two years and five months later, a computed tomography of abdomen and pelvis was performed for deep vein thrombosis and pulmonary embolism with inferior vena cava filter. The study showed that inferior vena cava filter was present in the infra renal portion of the inferior vena cava, a few centimeters above the bifurcation and the superior tip of the filter were 4.5 cm below the renal veins. Also, no inferior vena cava thrombus was identified as well as an infra renal inferior vena cava filter without thrombus. Therefore, the investigation is inconclusive for filter tilt and retrieval difficulties. Additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b6,b7,d4(expiry date: 05/2018). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and hysterectomy. Approximately two months post prophylactic placement of a vena cava filter, the patient presented for a retrieval procedure. A vena cavogram performed identified the filter to be in good position with minimal tilt and thrombus to be within the filter with a small amount extending above the filter. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: an inferior vena cava (ivc) filter was indicated in the patient with a history of pulmonary embolism (pe) and contraindication to anticoagulation secondary to vaginal bleeding and upcoming hysterectomy. Approximately two months post deployment, the patient requested retrieval of the filter. The right neck and chest were prepped and draped in a sterile fashion. Access was gained into the jugular vein under ultrasound guidance. A wire and catheter were passed down below the filter in the vena cava. The wire was removed and a venacavogram was performed demonstrating the filter to be in good position with minimal tilt. There was a flow defect within the and just proximal to the filter indicating the presence of thrombus. The procedure was concluded as the presence of thrombus in the ivc filter was a contraindication to removal. Pressure was held at the jugular access site following removal of the sheath and sterile dressings were applied. The patient tolerated the procedure well without complication. Findings were discussed with family who stated that the patient had not resumed anticoagulation post hysterectomy, and the patient had not been on anticoagulation for many months. The importance of resuming anticoagulation for thrombus in the ivc filter with a small portion extending above the filter was discussed. The patient was apprehensive due to previous bleeding with anticoagulation. The patient was reassured that after hysterectomy vaginal bleeding was not likely to occur and if bleeding did occur, anticoagulation could then be stopped. The patient was informed that the thrombus in the ivc filter would likely be able to be cleared if anticoagulation was resumed. The patient remained very apprehensive. The physician and family tried to reassure the, patient and were hopeful the patient would be willing to take resume anticoagulation. The thrombus around the filter was not mobile the physician did not feel it was necessary to place another filter above the renal veins. Risk of pe would be very low if the patient resumed anticoagulation. If the thrombus was able to be cleared from the ivc filter, the filter could be removes at a later date. The patient was to follow-up in six months to discuss a venogram if the patient remained interested in removal of the filter. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately two months post deployment, a venacavogram was performed demonstrating the filter to be in good position with minimal tilt. There was a flow defect within the and just proximal to the filter indicating the presence of thrombus. The procedure was concluded as the presence of thrombus in the ivc filter was a contraindication to removal. Based on the provided medical records, the investigation can be confirmed for a tilted filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - movement, migration or tilt of the filter are known complications of vena cava filters. - filter tilt, - filter malposition. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was received. Patient status was not provided. New information received: medical records were received and reviewed. Approximately two months post prophylactic placement of a vena cava filter, the patient presented for a retrieval procedure. A venacavogram performed identified the filter to be in good position with minimal tilt and thrombus to be within the filter with a small amount extending above the filter. The procedure was concluded with no attempt to retrieve the filter. The patient was hemodynamically stable at the conclusion. As the thrombus was immobile, it was determined that a suprarenal ivc filter was not indicated. The patient was instructed to resume anticoagulation and return for a six month follow-up to reassess retrieval of the filter. No additional medical records were received for this patient.